Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 16sept2019. The customer was advised by the product support engineer (pse) that the ventilator had the old generation of the lcd and had the hydis lcd which is no longer supported. The customer was advised that they need the new nec lcd with updates to the graphical user interface (gui) of the cable 2nd generation. The customer reports back stating the they replaced the lcd from a different vendor and the issue was resolved. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the ventilator display is dim and is requesting part number for the liquid crystal display (lcd). It is unknown if the ventilator was in use on a patient at the time of the reported event however; no patient harm was reported.